Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm and power loss alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay, cracked battery tube threads, cracked case along the side of the battery tube and faded serial number label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had battery issue and battery was empty again. The customer¿s blood glucose level was 6.5 mmol/l. The insulin pump will be returned for analysis.